Event description:
It was reported that the patient activity level is low and the rate response behavior of the device is low. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.